Event description:
Vascular embolization lower limbs [arterial embolism limb]. Case description: spontaneous report, USA 1999004588us. This report was received from a physician calling to ask about reabsorption of gelfoam sterile sponge. The physician is being sued by the patient. A woman, unknown age, underwent a c-section. Gelfoam was used (off label) to manage bleeding post c-section to embolize a uterine artery. Subsequently, gelfoam entered the microvasculture of both legs. It did not recanalize, resulting in another surgery and problems in her left leg. There were no problems reported with the right leg. No other information was provided on initial contact.